Event description:
Reportedly, during patient use, the ventilator shut down. The patient was embu bagged as she had a cardiac arrest. After the patient's cardiac function resumed, she was placed on another ventilator. No permanent patient injury was reported in this case.